Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.